Event description:
Complainant alleged that while transporting a pt (age unk) the device was being set up to read spo2 and etco2 readings and the device's system stopped responding. The device was shut off/on and failed to power on in normal function. The device was then unplugged and the battery was reseated and the device powered up in normal functional mode. Complainant indicated that the pt expired while being treated in emergency room, however, it was not related to the reported malfunction.